Manufacturer narrative:
(B)(4). Associated medical products: vanguard cr ilok fem-rt 60, reference #(B)(4), lot # 804720 ((B)(4), legal manufacturer biomet orthopedics, (B)(4), USA). This product is manufactured by biomet (B )(4). And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Incident previously reported under (B)(4) for product reference #(B)(4), lot # 804720 (legal manufacturer: biomet orthopedics, (B)(4), USA) . New additional information received on mar 18, 2020 ((B)(4)) related to the product item # 141252 , lot # 2014110294 (legal manufacturer: biomet (B)(4)). Remains implanted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, it is alleged that there is loosening of the prostheses, and instability. No revision has been reported.